Manufacturer narrative:
Concomitant products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot# j0428130v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported the patient was scheduled for revision on 2014-(B)(6).

Event description:
It was reported the patient had intermittent stimulation. It was noted the patient¿s stimulation turned off by itself. It was reported the issue started the week prior to report. It was reported the patient had no stimulation sensation. It was noted the patient felt no stimulation after turning it on with the programmer. It was reported the stimulator capacity was at 2.74 v. It was noted all three lights of the programmer were green and not blinking. It was reported that increasing stimulation did not resolve the issue. It was noted the patient felt stimulation during impedance testing. It was reported the patient temporarily lost stimulation sensation when they shifted their position. It was noted all pairs showed impedances greater than 4,000 ohms except the three-seven pair which showed ¿???¿.

Manufacturer narrative:
Concomitant medical products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3998, lot# j0428130v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID 3998, lot# j0428130v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable pulse generator (ipg) was 10 years old and the insulation on the old paddle contacts had corroded. The entire system was replaced and a new system (paddle and ipg) was implanted. The reporter noted that the patient was doing very well. It was further reported that the contacts on the terminal end of the paddle became dislodged and fell off when the paddle was removed from the extension junction. The paddle and extension were removed and replaced with a lead and implantable neurostimulator. The reporter noted that the patient was receiving therapy.